Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the staple line of one reload was incomplete distally. The reload cut but was unable to staple the distal staples. The distal staples formed in a b-shape but remained in the cartridge and did not get stapled on the tissue. The tissue was resected and re-stapled with a new reload to resolve the issue.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. A visual inspection of the first returned photo(s) noted that two reloads could be seen. The jaws of both reloads were open. Staple pushers were visible distally on the upper reload. Several fully formed staples could be seen on the upper reloads staple cartridge. Staples were protruding above the 2cm cut line of the lower reload. Staple pushers were up proximally on the lower reload. In the second image, one reload could be seen. The jaws of the reload were open. Staple pushers were visible proximally. Staples could be seen protruding from the 2cm cut line. It was reported that the staple line was incomplete. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.